Manufacturer narrative:
At this time, the product will not be returned. If the product should be returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced, as the lead had a high pacing threshold. A cardiac resynchronization therapy defibrillator (crt-d) was also replaced with no device allegation. No additional adverse patient effects were reported.